Manufacturer narrative:
Event date: unknown date in 2017. PMA 510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Pfna devices are not distributed in the united states, but is similar to devices marketed in the USA. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after implantation of proximal femoral nail (pfna) the patient had a pseudo infection. This report is for an unknown pfna nail. This is report 3 of 3 for (B)(4).